Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the pump, and a direct correlation between the device and the reported event could not conclusively be established. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic for a routine visit. The patient's lactate dehydrogenase level was 1300 u/l and the inr was 2.2. The patient was admitted to the hospital for device thrombosis workup. Upon admission, the patient mentioned the presence of a new headache for the past 3 days that was unrelieved with over the counter medicine. No focal deficits were noted. A chest cta was unrevealing for device thrombosis; however, a head CT scan showed a new acute ischemic stroke occupying a large region of the right temporal lobe with a small hemorrhagic component producing a mass effect on the lateral ventricle and a 3mm midline shift. All anticoagulation was held and neurology was consulted. A repeat head CT on (B)(6) 2016 was stable and cta showed no internal carotid artery occlusion or stenosis. Neurology exam showed faint dysmetria on left side; otherwise the patient appeared asymptomatic. Aspirin was started, and no inr reversal was planned at the time. No further information was provided.

Manufacturer narrative:
The patient was approved for compassionate use of the heartmate 3 lvad that is currently under ide study and was exchanged from the heartmate ii to the heartmate 3 lvad. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: while the patient was in the hospital for the reported acute ischemic stroke, the patient's health care professionals suspected possible pump thrombosis. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Device available for evaluation?: additional information - requests were made for the product to be returned for evaluation; however, it was not received. The report of suspected device thrombosis and a correlation between the device and the reported stroke with hemorrhagic conversion and elevated lactate dehydrogenase levels could not be conclusively determined. Device thrombosis, hemolysis, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.